Manufacturer narrative:
(B)(4).

Event description:
It was reported that a non-dependent received inappropriate hv therapy due to oversenisng. A drop in r-wave amplitude was also noted. The lead was explanted. The patient was symptom free during the surgery and was fine in the recovery room.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.